Manufacturer narrative:
(B)(4) - alarm, failure to. Results: eval for the returned product shows there's visible battery leakage on the battery springs and inside the battery compartment. The battery springs are slightly bent. The liqui label is missing. The alarm does power on and has an alarm tone when the alarm is set on tone and voice and when pressure is off the sensor pad. Posey instructions for use recommends: the use of alkaline batteries in posey alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage resulting in damage to the alarm unit. (B)(4).

Event description:
Customer reported that the alarm has power, but not alarm tone when the alarm is set on tone and voice and the pressure is taken off the sensor pad. There is no visible damage to the alarm. There was no pt incident or injury reported.